Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. After twenty-nine pulsed field ablation (pfa) applications with the varipulse¿ bi-directional catheter, they exchanged the catheter for an octaray to perform a post voltage map of the left atrium. The anesthesia team noted that the patient's blood pressure then dropped. The physician utilized the ultrasound catheter to view the ventricles. The physician noted that a pericardial effusion was seen. Pericardiocentesis was performed and one liter of fluid was removed from the patient¿s pericardial space. The patient was transported to the main hospital and was in stable condition.